Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[it will not turn on]. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[it will not turn on]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.